Manufacturer narrative:
The stapler 45 instrument used during the da vinci-assisted surgical procedure has not been returned to isi. According to the system logs, it has been confirmed that the stapler 45 instrument (pn 470298-14, lot # t10200127-0065) has been used in subsequent procedures with no issues reported. Therefore, the root cause of the alleged customer reported issue cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. The stapler 45 instrument had a total of 13 installs (all with white stapler 45 reloads). There were five completed fires, and one incomplete clamp. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection procedure, it was alleged that a stapler 45 instrument would not clamp on tissue and that there was ¿some blood loss¿ due to a ¿delay of bringing a backup laparoscopic stapler instrument." The bleeding was controlled with a backup laparoscopic stapler instrument. The estimated blood loss was reported to be about 900cc. However, the cause of the intra-operative complication is unknown. The stapler 45 instrument has been used in subsequent procedures with no reported issues. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable, because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, a stapler 45 instrument would not clamp on "normal" tissue and that there was "some blood loss" due to "delay." The procedure was converted to traditional laparoscopic surgery. There was no reported injury. On 10-apr-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that the surgeon had provided him the following information. The stapler 45 instrument fired successfully on the liver tissue through the third fire. On the fourth fire, the stapler 45 instrument was used with a stapler 45 reload (unknown color), and it was reported that the surgeon experienced clamping issues. It was reported that the stapler 45 instrument stopped responding and would not clamp when the master tool manipulator was controlled. The surgeon then decided to switch to a hand-held laparoscopic stapler instrument; however, it had to be brought in. During the delay in waiting for the hand-held laparoscopic stapler instrument to be brought in, the patient allegedly experienced some bleeding. The estimated blood loss was about 500 cc. The following information was confirmed: there was no buttress material used, there were no malformed staples, and the stapler release key was not used. The csr was not made aware of any intra-operative medical intervention required to address the bleeding, and there was no blood transfusion administered. The procedure was completed as a robotic procedure. On 28-apr-2020, the robotics coordinator was contacted, and she stated that she was not present during the procedure; however, she was informed of the incident. The robotics coordinator confirmed that the incident occurred during the first of two liver resection procedures that day. The patient was (B)(6) years old, a caucasian male, and a smoker, who had a previous surgical history of an umbilical hernia repair. It was reported that the stapler 45 instrument fired successfully on liver tissue through the fourth fire. On the fifth fire, the surgeon fired the stapler 45 instrument with a white stapler 45 reload and experienced clamping issues. The stapler 45 instrument stopped clamping after 8%. She stated that there was some bleeding experienced while they were waiting for the handheld stapler instrument. The robotics coordinator stated that it was reported to her that the bleeding was controlled by the laparoscopic stapler instrument. There was no report of any additional medical intervention that she was aware of. There was an error message(s) displayed; however, the operating room staff in the room had not made a note of it. The robotics coordinator confirmed that the stapler 45 instrument was not tagged, was sent for reprocessing, and the white stapler 45 reload was discarded. It was confirmed there were no other complications, and the patient was reported to be recovering well. The robotics coordinator confirmed that there was no allegation of a system issue, and the procedure was not recorded on video. On 09-may-2020, isi received the following information from the surgeon; the surgeon stated there were issues with clamping the stapler instrument on the liver tissue. While the surgeon was waiting for the backup stapler instrument to be brought in, there was 900 cc of blood loss. The bleeding was controlled with a backup hand-held laparoscopic stapler instrument, and no other medical intervention was rendered. The following was confirmed: there was no tissue tension, no tissue bunching, no exposure to radiation or chemotherapy, no blood transfusion, and no additional tissue was transected.